Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same report. It was reported by the sales rep that during an open shoulder repair surgical procedure, it was observed that two of milagro interface screw devices broke mid-body upon insertion. According to the reporter, the surgeon drilled through the clavicle preparing a 4.5mm tunnel but upon inserting the screws found that they would not engage further causing them to break. The surgeon completed the procedure with the screw devices left securely within the bone by over sewing the graft over them. The sales rep confirmed nothing was left proud, and that the surgeon was not off angle. It was not reported if there were any delays in the surgical procedure or if spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. Tall available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.